Manufacturer narrative:
Product analysis summary: the full lead was returned and analyzed. The helix of the lead was extrinsically bent. Visual analysis of the lead indicated apparent explant damage. The analyst noted the helix was found bent in the sleevehead and would not extend at time of analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was suspected to have dislodged due to reduced r-waves, no capture and high thresholds. The physician attempted to reposition the lead, however the helix would no longer deploy. The lead was explanted and replaced. No patient complications have been reported as a result of this event.